Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported during the initial implant the physician experienced difficulty implanting the lead. The lead sheared and one of the lead contacts became dislodged and was subsequently left in the patient. The procedure was completed with a different lead at a different location. Effective therapy was established.